Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rotation".

Event description:
Healthcare professional reported "waves, folds, rotation, capsular contracture baker grade I and rupture (silicone diffusion: yes)". Healthcare professional later reported "no rupture when opened". This record is for the left side. Device was explanted.